Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis in a patient (age and gender not reported) coincident with dianeal, unknown therapy. On an unreported date, the patient began treatment with dianeal 2.27%, 5 liter bags (frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, a nurse called concerning a patient who had been receiving pd with dianeal 2.27%. On an unknown date, the patient experienced peritonitis. The nurse reported that the peritonitis was caused by contamination from the patient, and was not considered to be a sterile episode. The nurse considered the event of peritonitis to be medically significant. On an unknown date, the patient was taken off dianeal and switched to physioneal. The nurse reported that "it had been planned to switch the patient over to physioneal in 2010, however the unit had not had time to do this." The outcome for the events of break in aseptic technique and peritonitis were not reported. The action taken with dianeal was not reported. Medical history and concomitant medications were not reported. The nurse did not provide an opinion of causality for the events of break in aseptic technique and peritonitis. The root cause of the peritonitis was caused by a break in aseptic technique (contamination by the patient).